Event description:
Healthcare professional reported during the explant surgery on (B)(6) 2025 there was no rupture found. Un-reporting rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported a possible bilateral rupture diagnosed via MRI. This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.